Event description:
On 10-sep-2025 beta bionics received a report that on (B)(6) 2025 the end-user was hospitalized with diabetic ketoacidosis while using the ilet bionic pancreas system. The user¿s continuous glucose monitor provided glucose readings that did not reflect actual blood-glucose values, resulting in unrecognized hyperglycemia and subsequent hospitalization for intravenous insulin therapy. The user was discharged on (B)(6) 2025 and has since reconnected to the ilet system. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.